Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found no pinch clamp attached on the tubing of a bd saf-t-intima¿ IV catheter safety system prior to use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample in support of this complaint. The reported defect was confirmed in sample received. This defect could be related because, the approval method were not followed to perform this assembly according procedure (B)(4). This is the first incident reported since march 2013. Quality records have been consulted for tracking and trending purposes but issues like this are not currently detected which means pretty low occurrence. Investigation conclusion: step # 6 according (B)(4) was not followed to perform this assembly, it caused missing component (slide clamp).